Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The male adapter of a primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified volume ot tpn (total parenteral nutrition) and lipids, at a rate of 83 ml/hr, via a pump. It was reported the option-lok make adapter of the extension tubing set was connected to the patient's double lumen peripherally inserted central catheter (PICC) line. After approximately 30 minutes after the delivery was started, it was reported the tubing separated from the option-lok male adapter of the extension tubing set and an unspecified volume of solution leaked. The customer contact reported that "a small triangular chunk remained embedded in the hard option-lok and the rest of the tubing came out." The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.